Event description:
Sofia 2 quidel poc test yielded potential false positive covid 19 result. On (B)(6) 2020 performed sofia 2 poc testing on recent admission from hospital. Patient without symptoms of covid 19 test was positive. Resident without symptoms. Completed abbott bianax now testing was negative, same day collected rt-pcr testing sent to local ohec lab, results negative. All collected with same method, same sample type. All collected same day, same method, same sample types. Questioning false positive results. In that all three samples were collected on the same day, same collection method with all three samples. Confirmatory rt-pcr was negative all patient on unit negative and all staff negative patient without symptoms has history of recent shingles, but unsure if that will cause false positive when testing for covid 19. It did not cause positive with rt-pcr dhec lab test. The patient was quarantined, and still asymptomatic. The other patients on the unit were tested (not with this same poc machine) and all are negative. All staff and patients on that unit are being treated 2 x a week for prevention. Did get guidance from dhec infection control consultant to report this to cdc, haj, and the FDA. We are also reporting to the manufacturer.